Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Helix extends and retracts within specification.

Event description:
It was reported that during implant the lead helix would not rotate after many turns. The lead was then tested outside the patient and would not extend. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.